Event description:
It was reported a drill bit broke during surgery. The surgeon was performing a proximal humerus plate procedure and while drilling through the plate to insert the screws, there was some resistance. The surgeon then discovered that the drill bit had broken into the patient's humerus. The drill bit remains in the patient's humerus. There was no patient issue. It is unknown if the device will be returned. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.